Event description:
The dealer states the screen is showing white. Not replacing because the dealer states it has been replaced and he cannot give me the po#. Ref recall order (B)(4), this is why it is not referenced.